Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. It has been 10 days since the bravo procedure took place and the bravo capsule was still attached to the esophageal wall which was verified by barium swallow. Customer also reported that the pt complained on vomiting and having difficulty to eat.

Manufacturer narrative:
The physician received the required info including a technique to detach a retained capsule.